Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Keeping UDI partial in emdr ((B)(4)) as serial number is unavailable. A sicu staff member contacted esp regarding an autofill failure alarm on a cardiosave sensation plus 50 cc system. During the call the user indicated the issue appeared resolved. Review confirmed the pump had not resumed therapy after pressing the iab fill key. Therapy resumed only after the start button was pressed. Helium tubing inspection showed no blood or restriction. Waveform review demonstrated appropriate function. No patient injury was reported.